Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange was confirmed via analysis of the submitted log file. The submitted log file contained approximately 16 days of data (25jan2018, 01jan2001, 06jun2018, 22oct2020 and 21jan2023 ¿ 03feb2023 per the timestamp). This log file is associated with the patient¿s new controller. The log file captured the driveline being connected to the controller on 21jan2023 at 10:34:40 and the pump operating at the set speed shortly after; this indicates that a controller exchange occurred prior to these events being captured. The pump operated at the set speed without any issues while the driveline was connected. Multiple requests for additional information to determine the reason for the controller exchange and if the exchanged heartmate ii system controller would be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the heartmate ii system controller could not be reviewed as the serial number is unknown. Heartmate ii instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate ii patient handbook (rev. C) section 2 entitled ¿how your heart pump works¿ addresses how to properly exchange the system controllers. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii patient handbook (rev. C) section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) (rev. C) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) (rev. C) section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. This section explains how to properly switch between power sources. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log file review captured a controller exchange on 21jan2023.

Manufacturer narrative:
Section d4: serial number was requested but was not provided. Manufacturer's investigation conclusion: the reported event of the controller being exchanged was confirmed via analysis of the submitted log files. The log files contained approximately 26 days of relevant data combined (25jan2018, 01jan2001, 06jun2018, 22oct2020 and 21jan2023 ¿ 03feb2023 per the timestamp). The log files are associated with the patient¿s current controller. The log file captured the driveline being connected to the controller on 21jan2023 at 10:34:40 and the pump operating at the set speed shortly after; this indicates that a controller exchange occurred prior to these events being captured. The pump operated at the set speed without any issues while the driveline was connected. Multiple requests for additional information were made to determine the reason for the controller exchange and if the exchanged heartmate ii system controller would be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the heartmate ii system controller could not be reviewed as the serial number is unknown. Heartmate ii instructions for use (rev. C) section 2 entitled ¿system operations¿ and heartmate ii patient handbook (rev. C) section 2 entitled ¿how your heart pump works¿ addresses how to properly exchange the system controllers. Heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate ii instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii instructions for use (IFU) section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. This section explains how to properly switch between power sources. No further information was provided. The manufacturer is closing the file on this event.